Event description:
On (B)(6) 2024, a patient underwent a chronic catheter placement procedure using the central venous catheter. On (B)(6) 2025 it was repaired and after sometimes, it was repaired again on november (B)(6) 2025. In the new part it was noted that there was a little tear in the border between hard and soft. In the original hickman there were two small holes above the old repair spot. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter repair kit, single lumen, white, 9.6f products that are cleared in the us. The pro code and 510k number for the hickman cv catheter repair kit, single lumen, white, 9.6f products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo was provided for review and one hickman s/l repair kit catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The photo shows a partial view of the catheter in which a split was noted on the clamping sleeve. A split was noted on the clamping sleeve, proximal to the catheter luer. A splice sleeve was present on the catheter body. The edges of the split on the clamping sleeve were noted to be uneven. The surface appeared to be granular throughout. Upon infusion, a leak from the split on the clamping sleeve was noted. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported material puncture or hole issue as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a chronic catheter placement procedure using the central venous catheter. On (B)(6) 2025 it was repaired and after sometimes, it was repaired again on (B)(6) 2025. In the new part it was noted that there was a little tear in the border between hard and soft. In the original hickman there were two small holes above the old repair spot. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending . The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd